Event description:
It was reported that 2 laser technicians entered the laser suit and the laser room smelled weird. One of the technicians experienced lightheadedness, dizziness, her knees buckled, tingling in extremities, hot from the inside and moments of coldness and a throbbing headache. The technician fainted and was transported to the hospital where she was diagnosed with chemical inhalation. She spent a few hours in the hospital. The other technician didn't experience any symptom.

Manufacturer narrative:
Device manufacture date: 11/01/2005. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event and could not duplicate the smell reported by the technician. Fss performed helium and premix bottle circuit test and no leaks were detected. He performed chamber leak test and no leaks were detected. He checked the fluorine sensor voltage and voltage was within specification. He tested fluorine sensor with chlorine and system audible alarm occurred as expected. Found no abnormalities with laser that could cause the reported smell/event. System is working to abbott medical optics specifications. It was reported that in the same room there was another laser alcon allegretto wavelight laser. All pertinent information available to abbott medical optics has been submitted. Placeholder.